Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, the user did not see drops of insulin coming out of the tubing. Reportedly, there was a build up of air bubbles in patient line. There was no impact to the user's blood glucose level. The user successfully removed the air bubbles.